Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd ( manufacturer ) is submitting the report on technologies llc ( importer behalf of heartsine) h3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Memory full prompt.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd ( manufactrer) is submitting the report on behalf of heartsine technologies llc (importer) the investigation was unable to replicate the reported fault. Memeory full warning may be due to regular power cycling.